Event description:
It was reported via repair work order that the siderail could not be latched in place due to a damaged spring spacer and a damaged top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail could not be latched in place due to a damaged spring spacer and a damaged top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Exposed sharp edges were reported as a result of the damaged side rail components.